Manufacturer narrative:
The device was returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there is no specific information on this complaint, the investigation was unable to determine a conclusive cause for the reported/noted difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that there was an issue with 6x40 mm absolute pro self expanding stent system (sess). There were no adverse patient effects and there was no clinically significant delay in the procedure. A non-abbott device was used to complete the procedure. Returned device analysis identified that the sheath was separated and split. No additional information was provided.